Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply in the table was evaluated and cleaned. Multiple system connections were also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.